Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set experienced air in line. The following information was provided by the initial reporter: encountering air backing up in lines during pre-priming/pre running of infusion lines in preparation for uninterrupted line changes.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that they are encountering air backing up in lines during pre-priming/pre running of infusion lines in preparation for uninterrupted line changes could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20038e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd smartsite¿ extension set experienced air in line. The following information was provided by the initial reporter: encountering air backing up in lines during pre-priming/pre running of infusion lines in preparation for uninterrupted line changes.